Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they we visited the emergency room due to the high blood glucose on (B)(6) 2019 due to previous several days been in 200 mg/dl to 400 mg/dl. The blood glucose value when visited to the hospital was 70 mg//dl. The another reason for the hospitalization was elevated kidney function, moderate to high urine ketones and customer experienced the symptoms such as nausea, vomiting and extreme thirst. The customer was treated with the intravenous fluid and insulin, zofran. The customer stated that they were experiencing high blood glucose that was not respond to insulin pump or manual injection. The customer stated body was experiencing high potassium levels. There was lost sensor signal, cannot find sensor signal and sensor signal not found. The auto mode was not active. The insulin pump will not be returned for analysis.